Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl) and 204 mg/dl on the advantage system. Patient did not report taking any action based on the discrepant results. No adverse event was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.